Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that during the implant procedure of the leadless implantable pulse generator (ipg), the ipg was placed mid-septum and had good electrical measurements but post tether removal, the ipg had high thresholds, low r-waves and low impedance. No apparent dislodgement or shift in a position of the ipg was noted; however, a decision was made to retrieve the ipg. The initial retrieval was attempted using a snare, but this became difficult due to the size of the snare and inflexibility of the delivery system. A second attempt was unsuccessful and the ipg was finally removed on the third attempt at retrieval. A new ipg was implanted in the septum and the electrical values were satisfactory. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Product event summary: the device was not returned for analysis, however, performance data collected from the device was received and analyzed. Analysis of the device memory was performed and no anomalies were found. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Product event summary: the device was returned and analyzed. Returned product analysis was performed and no anomalies were found. If information is provided in the future, a supplemental report will be issued.